Event description:
The customer questioned creatinine results for an unknown number of patients. The customer provided an example where creatinine result was 17.9 mg/dl repeated on another instrument 1 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
No patient identifier or demographic information was provided. Full phone number is (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Service inspected the analyzer and observed the nozzle pairs 2-3, wash solution (rohs) (2-89270-02) was leaking. Service cleaned the nozzle pairs 2-3, wash solution (rohs) (2-89270-02) and the issue was resolved. A review of service history for the architect c16000 processing module serial number (B)(6) . Revealed no additional no additional erratic or discrepant patient results reported, nor did it identify any contributing factors to the current complaint. A review of tracking and trending for the nozzle pairs 2-3, wash solution (rohs) (2-89270-02) did not identify any trends. Review of tracking and trending for the alinity c/clinical chemistry did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the instrument part or the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the nozzle pairs 2-3, wash solution (rohs) (2-89270-02) or the architect c16000 processing module was identified. Section g has been updated to reflect personnel changes that have occurred subsequent to the initial submission.